Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 2/22/2024 h6 component code: g07002 pending evaluation of returned device additional information: d9, h3, h6 a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/22/2024 a device has been received, however clarification is requested whether the product belongs to this complaint. The following information was requested: - product code: xc200 - lot : td2aek 1. Please clarify if the additional device belong to this complaint? If so, what is the product code and lot number of the unknown returned product? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture clips were used. During the procedure, it was reported by the customer that the lapra ty would not secure on to the suture. It would not close completely. Multiple lapra ty appliers used. Multiple scrub techs tried to close onto the suture. When opening a new box with a different lot number, the suture easily closed onto the suture as expected. There were no patient consequences reported. Device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that: "lapra ty would not secure on to suture. It would not close completely. Multiple lapra ty appliers used. Multiple scrub techs tried to close onto the suture. When opening a new box with a different lot number, the suture easily closed onto the suture as expected". * please confirm the number of clips affected by this issue. Please specify how many from lot td2apz and how many from td2aek. * what suture type and size was used? It was also reported that "she put in 2 failures for item j496, coated vicryl undyed braided absorbable suture, lot # tdmher, yesterday." *was the issue with the sutures related to the clips or is it a different issue? Please provide more details. * has it already been reported? If yes, please provide the reference number (pc number). * the complaint was received on (B)(6) 2023 01:02 pm with an alert date of (B)(6) 2023. As stated in the j&j md&d standard operating procedure, ¿complaint information must be reported to the complaint handling unit (for complaints recognized by any employee or authorized representative) within twenty-four (24) hours from the alert date.¿ please provide the late complaint justification. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample revealed that six xc200 cartridges were received sterile with 6 clips loaded per sample and no apparent damage. In an attempt to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the cartridges, the instrument loaded, retained, and deployed 6 clips per sample as intended over the suture. The clips were fully functional and conforming. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested and the following was obtained: this product was returned and filed completed on my end. It was first reported to our rep luke brown and never received any response for pc # for return. I then contacted product failures directly and sent back. Not sure the mix up for receiving an additional devices. May have been due to multiple ones associated with the complaint. Multiple ones came down from surgery with the same lot # and was added to the complaint from the time of reporting to the rep and contacting product complaints. The original complaint with luke started in september and wasn¿t completed until january of this year. Additional information requested: our failure analysis lab received an additional product with reference to this complaint, the following product was received: product code: xc200. Lot : td2aek. This complaint is for product code product code: xc200, lot td2apz. 1. Please clarify if the additional device belong to this complaint? Yes-see above explanation. If so, what is the product code and lot number of the unknown returned product? All of these had the same lot # 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. No 3. If the device was not reported before, please provide more details of device malfunction. N/a 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. N/a 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number.